Event description:
Boston scientific received information that this device was returned with no allegations. Upon initial analysis this device failed to meet expected longevity calculation. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to two low-voltage capacitors degradation, which resulted in a high current condition.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.